Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed preventive maintenance. The cse then re-aligned the reagent probe 1 and performed mixer 1 washing with the drain station. The customer did not obtain additional discordant results after the service was performed. The cause of the discordant, falsely elevated lipase results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated lipase results were obtained on two patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated multiple times on the same instrument, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated lipase results.